Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the nurse received the following results on a compact plus meter, compared to lab results, with the same blood draw: 358 mg/dl (meter) and 157 mg/dl (lab). No adverse event reported. Return of suspect device was requested and replacement was sent.